Event description:
Major pump unit(s) involved: external control system failure. Additional text: crt-d generator change. Specific component(s) involved: other component malfunction, specify. Additional text: other component: crt-d generator change. Causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): unknown. Other intervention: implant device type: lvad. Malfunction device type:.

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.